Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information from an healthcare provider (hcp) regarding an imaging system outside of a procedure. The hcp reported that when booting up the system the morning of the call the system was getting stuck in the "system booting please wait" screen on the pendant. On the third reboot the system came up. No patient was involved with this issue.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the system functioned normally. The imaging system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
System analysis results.